Event description:
The customer called to report a blank display. The insulin pump did not alarm. No bumps, drops or problems with the battery compartment. The display came back after changing the battery, but the screen was frozen. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.